Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Event date: (B)(6) 2016. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08127. It was reported that stent migration occurred. The patient had 2 epic vascular stents implanted in a fistula between two procedures performed in (B)(6) 2015. In (B)(6) 2016, the patient was hospitalized with chills and low pressure. An echocardiogram revealed the stents had migrated to the heart valve. The patient was referred to another hospital for a second opinion and was told he would require open heart surgery.